Manufacturer narrative:
(B)(4).

Event description:
It was reported that artifacts, noise, oversensing that led to incorrect tachycardia and inappropriate shocks were noted on the ventricular lead. The lead was capped and replaced. The patient was stable post-procedure.